Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing did not confirm an air leak; however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Additional information: d9, g3, h2, h3: one 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing did not confirm an air leak; however, a fluid leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, there was an air leak in the sheath. The sheath was inserted into the heart chamber. A septal puncture was performed with another sheath. The sheath was inserted into the left atrium, the catheter was inserted to complete the mapping, and when an attempt was made to flush, air was aspirated. Several attempts were made to aspirate the air, but the air could not be aspirated.